Manufacturer narrative:
There will be no return of instrument as information was provided from the survey. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A response to an intuitive post market clinical follow-up survey on xi/x monopolar instruments has reported that in the last month, a customer recalled converting a davinci assisted gynecology surgical procedure to open surgery due to malfunction and/or breakage of a davinci monopolar instrument. The davinci surgical system used was a davinci xi. This survey was distributed electronically to davinci x/xi surgical systems users in the european union and europe. The customer did not provide the number of conversions from davinci surgical procedure to open surgery for malfunction/breakage in the last month. The customer who responded to the survey was anonymous. The customer did not complete the entire survey leading to incomplete information.